Manufacturer narrative:
The customer reported that all of the rns devices were in comm loss. The monitored devices were monitoring just fine at the cns. The customer reported that the rns server came back up the next morning after the issue was reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: lot # & expiration date, device bla number summary report the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: email address additional model information: concomitant medical device: the following device was used in conjunction with the rns: cns: model #: ni serial #: ni.

Event description:
The customer reported that all of the rns devices were in comm loss.